Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the device cuff did not inflate during functional testing prior to use on a patient. No patient harm reported. Patient condition reported as fine.

Manufacturer narrative:
Qn#(B)(4). The complaint sample was received, and a visual inspection was performed on the product. The returned sample was still in the packaging (product not used). The lot number of the returned sample was the same as that reported by the customer. The complaint sample was subjected to functional inspection and the sample was able to be deflated and inflated. The DHR was reviewed and no abnormalities were found. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample.

Event description:
Customer complaint alleges the device cuff did not inflate during functional testing prior to use on a patient. No patient harm reported. Patient condition reported as fine.

Event description:
Customer complaint alleges the device cuff did not inflate during functional testing prior to use on a patient. No patient harm reported. Patient condition reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.